Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that they had stopped wearing the aligners because they had recently been treated for an infection. The patient's dentist subsequently provided a letter of reommendation for the patient to continue with treatment.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024."